Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Review of device data confirmed the patient experienced pacing inhibition and oversensing that resulted in asystole for approximately 20-30 seconds and syncope. The patient also reported feeling discomfort as well as anxious about phrenic nerve stimulation caused by the crt-p. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Review of device data confirmed the patient experienced pacing inhibition and oversensing that resulted in asystole for approximately 20-30 seconds and syncope. The patient also reported feeling discomfort as well as anxious about phrenic nerve stimulation caused by the crt-p. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.